Event description:
It was reported by the patient that the remote monitor was no longer receiving power. Multiple electrical outlets were tried as well as a new power cord but it did not resolve the issue. The monitor was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that the remote monitor was no longer receiving power. Tried multiple electrical outlets as well as a new power cord but it did not resolve the issue. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found that the power-up issues were due to a loose or lifted connector.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.